Event description:
Customer states her device has a red x with service error message. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.